Manufacturer narrative:
During an onsite visit prior to return, the field service engineer (fse) inspected the device and there were no error present. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the initial device evaluation, no abnormalities were found in the appearance. Thirty reboot tests were performed with the returned footswitch connected, however no occurrence of error e433 was presented. Lastly, the error log was checked and confirmed the recorded occurrence of error e433. This finding was due to a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hf unit "esg-400" presented error (e433). The reported issue occurred during preparation of use for a therapeutic laparoscope cholecystectomy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to due to a faulty high voltage power supply (hvps) board. Olympus will continue to monitor field performance for this device.